Event description:
The pt's husband stated that, in 2007, his wife's blood glucose had measured between 585 mg/dl and "hi" on her blood glucose meter. He reported that she had a headache and was sweating "really bad" as result of her elevated blood glucose. He reported her normal blood glucose range to be 120-130 mg/dl. He reported giving her a 15 unit injection of insulin followed 2 hours later by a 10 unit injection. During that time interval, she remained connected to the infusion device. He reported that she did not require medical attention, but they had called her physician in order to obtain "some injections". On the following day, her blood glucose reading was "hi" in the morning. They continued with injection therapy according to the sliding scale and her blood glucose value was still elevated at 195 mg/dl at the time of the report. He was advised to contact her physician to discuss her situation as injection had not decreased her blood glucose to her normal range. In follow up to the report, the pt reported that she found that her infusion set tubing had been "leaky" where the tubing connects to the infusion device. She believed that either did not twist the luer-lock tight enough or she may have over tightened it. She replaced the tubing and the leaking did not reoccur. She discarded the tubing, thus the model and lot number were not known, and no product was available to be requested to be returned for evaluation. She stated that she had seen her physician, but her blood glucose concern was already resolved at the time of the visit.

Manufacturer narrative:
No product will be returned for evaluation.